Manufacturer narrative:
H3 other text: part replaced without evaluation.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips efficia dfm100 defibrillator indicating an I/o pca failure. There was reportedly no patient involvement. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer was sent a replacement dfm100 I/o assy to resolve the reported issue. The part was not returned for additional investigation. Based on the information available, the cause of the reported problem was a dfm100 I/o assy failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with a replacement dfm100 I/o assy. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.